Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pocket d3 lid in main drawer 6 had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie d3 was failed. A field service engineer (fse) suspected read or write errors. The fse replaced the retractor band, reseated the row board cable at all contact points, and cleaned out the debris and booted up successfully. The fse found that in drawer 6 of the main, the full height drawer rails were failing. The fse replaced the railings. The system functioned as intended after the field service engineer repaired the device.